Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) report was showing "invalid parameters" in the observation area. The issue was fixed and the device is still in use. No patient complications have been reported as a result of this event.